Event description:
On (B)(4) 2009, the pt's sister reported that both the up and down buttons on the pt's insulin infusion device are not working. She stated, he noticed this 3 months ago. She said the buttons do pop up when pressed but that they get "stuck" intermittently. The device has not been dropped or exposed to water. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.